Event description:
Related manufacturer reference number: 2017865-2022-11606. It was reported that the patient presented in clinic for follow up. Upon review it was noted that the implantable cardioverter defibrillator exhibited a shortage when trying to deliver therapy. The patient was scheduled for a device replacement. Prior to the procedure it was noted that the right ventricular exhibited high impedance. The device was explanted and replaced. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition post-procedure.